Manufacturer narrative:
Date recv'd by MFR: 23apr2020. The touch screen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly will be installed in the fi test ventilator in an attempt to duplicate the reported problem. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The ul_lr and ur_ll resistance were out of specification and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
The customer reported touchscreen inoperable. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.